Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. However, the treating doctor does not believe this event was due to the invisalign treatment, because there were no significant movements, but was due to a compromised root canal performed on this tooth, prior to the treatment. This event is being filed as an MDR as the patient reported a tooth loss (permanent impairment to body structure) and the invisalign product was being used at that time.

Event description:
The patient reported breaking and tooth # 31 (lower right 2nd molar) was extracted. The patient reported visiting an oral surgeon, who extracted tooth 31, to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication due to the reported symptoms. The treating doctor did not stop the treatment, but it is unknown if the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.